Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that investigation conclusion code was selected based on the direct observation of a fractured outer lead conductor(s) with characteristics indicating cyclic fatigue. Based on the characteristics of the fracture, it was determined that it was consistent with such damage is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right atrial (ra) lead exhibited lead fracture and damage. This ra lead was explanted and replaced with a new model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited lead fracture and damage. This ra lead was explanted and replaced with a new model. No additional adverse patient effects were reported.